Event description:
Customer reported that he was hospitalized for non-diabetes related issue. Customer stated that while in the hospital he developed high blood glucose and was treated in the hospital. The blood glucose reading at the time of hospitalization was 193 mg/dl. Customer stated that his insulin pump malfunctioned. Customer stated that he was not unable to rewind or get the insulin pump out of preparing to prime loop. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.